Event description:
--

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out of range pacing impedance measurment of greater than 2,000 ohms. The local field representative reported that pacing impedance measurements have historically been in the 1,800 ohm range, however, all other lead measurements were confirmed to be stable and acceptable. Subsequent information was received that approximately three months later, this device and lead exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the physician will continue monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that defibrillation threshold (dft) testing was performed and all lead measurements were observed to be stable and acceptable. Programming changes were made and the physician plans to monitor the device and lead and perform dft testing on a yearly basis. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that high out of range pacing impedance measurements continue to be observed. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.